Event description:
It was reported the patient experienced a cardiac arrest while driving and subsequently passed away. The primary cause of death was not reported. No device malfunction was reported. Further information was requested but is not yet available.

Event description:
Additional information received and indicated the device was explanted post-mortem and the physician alleged the pacemaker did not cause or contribute to the patients death on (B)(6) 2022.

Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.